Event description:
Additional information received indicated that patient was getting 50% or greater symptom reduction. The cause of event was not determined and was not device related. It was also noted that patient did not need reprogramming. The patient did not experienced loss of therapeutic effect or loss of stimulation. It was noted that patient recovered without permanent impairment.

Event description:
It was reported that a patient had started having a lot of urinary tract infections for a couple of months. She had gone to the emergency room a few times and thought she was passing a kidney stone but was told it was a urinary tract infection. It wasn¿t going away with antibiotics. During the infection she shut the device off for a couple of days, then turned it back on. She turned it up because she was having pain. Currently the device was on. The patient¿s diabetic doctor told her she still had the infection. The patient commented that if her doctor wouldn¿t help, she would ¿take a knife and pull the implant out herself.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
In follow up, it was reported that the patient was still having concerns with the device or therapy but had not sought further help. It was noted she had not been able to get an appointment and may seek a new doctor.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0b23d, implanted: (B)(6) 2013, product type lead; product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).